Event description:
The pt reported lack of pain relief and a withdrawal episode several months ago. The pt reported that a dye study was attempted, but the hcp could not aspirate or inject the dye into the catheter. The pt stated they went through withdrawal again when the pump was programmed off. The pt is still recovering. The drug contained in the pt's pump is unknown. Additional information has been requested from the hcp, but was not available at the time of this report.